Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx with a 6fr non-medtronic sheath during treatment of a plaque lesion in the patient¿s distal popliteal artery. Slight vessel tortuosity and calcification are reported. Vessel diameter reported as 5mm. Lesion exhibited 70% stenosis. Atherectomy was successfully performed followed by treatment with pta. The physician then attempted to retrieve the spider fx device. It is reported the filter appeared to have flipped upside down on itself sometime during the procedure. It is suspected the tip of the filter may have become caught in a geniculate branch causing it to flip. When an attempt was made to remove it, the filter separated from the wire. A snare was used for successful retrieval of the filter without any harm to the vessel or patient. No patient injury reported.

Manufacturer narrative:
Product analysis: the spider fx was returned inside a previously opened spider fx pouch to medtronic investigation lab. No ancillary devices were included. A visual inspection of the returned spider fx showed the capture wire/filter assembly were returned. The double ended catheter was not included. The capture wire was fractured apart within the area of the filter mesh proximal to the flex connector. The fracture occurred approximately 4.5cm from the distal tip. The fracture was inspected under microscope and the fracture face appeared ductile in nature. The flex connector was intact but was curved at the medial section. The proximal segment of the capture wire that had fractured off showed a curvature at the are of the fracture face. Image review: a cine photo and a photo of the spider fx after it was removed from the patient was returned for evaluation. The cine image shows the filter assembly likely fractured off at the capture wire. The cine was unable to clearly identify the fracture face, but the ro horseshoe and the distal marker band of the filter was identified. The phot provided shows the filter assembly detached from the capture wire with traced of blood in the background on the blue drape. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.